Event description:
It was reported that upon power up, user advisory 7 was displayed. No adverse event reported.

Manufacturer narrative:
Complaint of system displays user advisory 7 (discrepancy between load 1 and load 2 too large) was verified. Most probable cause for this event is physical damage; or since the platform is 4 years old, it is possible that normal wear and tear was the cause of the experienced event.